Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 1998, a left hip prosthesis was implanted in (B)(6) clinical in(B)(6) on (B)(6) 2012, a breakage of the metallic stem occured due to a fall in (B)(6). On (B)(6) 2012, the patient returned in (B)(6). A revision of the broken prosthesis occured in (B)(6) clinical in (B)(6) : femorotomy with an osteosynthesis and an osseous reconstruction were done, the following operations are simple. The evolution is marked by continuous pain on the external side of the left femur in relation with the trochanteric crochet. The removal of the trochanteric crochet is envisaged.